Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The boards were reseated during the service call. The system was tested and found to be working as intended and put back returned to service.

Event description:
The customer reported that the system shut down. System regained functionality after a re-boot. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.